Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).

Event description:
A customer reports a "power issue" and no suction during irrigation and aspiration. A system message was noted and service records indicate an unk surgical delay. No information on pt involvement or method of surgery completion has been reported. Additional information has been requested.